Event description:
A generator was received after explant by the manufacturer reported due to prophylactic replacement. Analysis was completed for the returned generator. An end-of-service warning message was verified and the output was disabled. The device was left on after explant. The generator output current would not reset. The diagnostic voltage calculation result was 1.970 volts. Review of the downloaded data showed that 43.205% of the battery had been consumed, suggesting premature depletion of the battery. The printed circuit board assembly failed several electrical tests. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. Based on the electrical test results, the contamination that was observed on the trimmed edge of the printed circuit board assembly suggest probable electrical resistive paths were established between the copper edges on the trimmed edge. There were no other performance or any other type of adverse conditions found with the pulse generator. Additional relevant information has not been received to-date.